Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted a 'frayed cable' on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed grip cable at distal idler pulley. The frayed grip cable was also found to be derailed at the distal idler pulley. The grips cables were able to open and close, but their movement and functionality could not be precise. Additional observation not reported by customer was a broken pitch cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was found missing in the clevis section. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.